Manufacturer narrative:
(B)(4). Mfg date:- the device was manufactured november 6, 2014 ¿ november 7, 2014. (B)(4). The device was received for evaluation. Visual inspection did not identify any defects with the device. A flow rate test was performed and the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph was unable to verify the reported underinfusion event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. There was no patient injury or medical intervention associated with this event. No additional information is available.